Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported that her infusion sites have been falling off of her body for the past week after 1-1.5 hours of use when placed on her back. She stated that she cleans the area with alcohol prior to attaching the infusion site and she allows the area to dry. She then adheres a skin barrier and inserts the infusion site over the top. She stated that the site is not exposed to moisture or sweat. She was sent courtesy adhesive dressing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.